Manufacturer narrative:
Approximate age of device ¿ 4 years, 3 months. The patient remains ongoing on lvad support. A correlation between the device and the reported gi bleeding could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No additional information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 4 years of support, the patient presented to clinic with a drop in hematocrit levels and melena. An unspecified area of bleeding was clipped and cauterized. Aspirin was discontinued and the patient was discharged home on (B)(6) 2016. No additional information was provided.